Event description:
It was reported that the patient presented in clinic for a follow-up, high pacing lead impedance and loss capture threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.